Event description:
In this event it was reported that a patient had been experiencing an allergic reaction since having a root canal procedure that incorporated the use of gutta percha points (exact brand unknown). The dentist reported that the patient has had a rash on her face since immediately after treatment.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.